Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with one syringe of skinvive¿ by juvéderm® xc in the left side of the face and experienced a vascular occlusion. Patient had three hyaluronidase injections over the next 48 hours and the event ultimately resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional details received noting most of the syringe had been injected when event occurred and about 0.02ccs were injected into the vessel. Injection site was the left zygoma. Symptoms included edema, soreness, and livedo reticularis. On day 3, an ultrasound was done showing good flow of the vessels. Event began improving following that.